Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; d10; g1; g3; g6; h1; h2; h3; h6; h8 corrections to d10 and h8. D10: associated product information, part (lot): ¿ 115310 (66211821) ¿ 115395 (386500) the reported event is confirmed as x-rays were provided. Visual examination of the returned product confirmed that the item and lot information etched on the items returned match what is listed within the complaint. The baseplate shows signs of use, with rounded edges on the post and some scratches on the bottom side. Measured features on the print were conforming. The taper adaptor shows signs of use as well, with some gouges on the outside edge of the adaptor, a rounded hex feature, and scratches on the bottom side of the adaptor. The measured feature on the print was conforming. The glenosphere shows signs of use, with some damage to the inside of the glenosphere and scratches on the outside diameter. Measure features on the print and both were conforming. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: a single ap view of the left shoulder labeled pre-revision demonstrates reverse total shoulder arthroplasty with dissociation of the glenosphere and dislocation of the glenohumeral joint. Cortical irregularity of the greater tuberosity, nonspecific. Two separate intraoperative fluoroscopic images of the left shoulder demonstrate left reverse total shoulder arthroplasty with no dissociation seen. A definitive root cause cannot be determined for the disassociation. The root cause for the prolonged revision procedure time and the rotation of the glenosphere is attributed to use error. The product's IFU states, "do not reuse instruments or devices labeled for single use only. Reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents." A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that following an initial arthroscopy surgery, the implants were discovered to be disassociated through fluoroscopy, and the patient was revised five (5) days later. During the revision, the surgeon attempted to correct the existing implants by tightening the adapter and glenosphere to reattach them to the baseplate. This was unsuccessful due to the glenosphere rotation resulting in the taper not locking. The implants were removed and replaced with new products after stability was confirmed, and the case was completed without any additional complications reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 115310 (66211821). Associated product information, part (lot): 115395 (386500). G2: foreign - the event occurred in china the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.